Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, approximately four hours after start of the procedure, both devices had seal damage and an air leakage occurred. A new product was taken out and used to complete the procedure. There was no patient injury.